Event description:
Additional information received reported the patient experienced an alarm from the personal therapy manager (ptm) over 25 times. After 7 hours of not using the ptm, when the patient placed the ptm over the pump and "hit the button," it started alarming for 3 hours. The previous night it had "double acted." When she pressed the button it alarmed. The patient waited 40 minutes to see if it would update itself and pressed it again, but the alarm activated again. This happened one more time and after 2 hours and 34 minutes it "updated itself." The patient was supposed to be able to use the ptm every three hours and she waited to use it, but when she needed it, the ptm did not work. It was also reported the system never provided pain relief.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported there were catheter "occlusions" and "pump failures". "They" left the catheter in the patient and it was "connected to nothing". It was stated "they keep removing the pumps and leaving the catheters in my spine". It was reported "it" was changed out in 2007. The drug the pump contained was unknown.

Event description:
Patient reported the personal therapy manager and pump are "defective". Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Personal therapy manager, model# 8835, serial# (B)(4). Catheter model 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk. (B)(4).

Event description:
It was later reported that the patient had 4 pumps in 10 years and all of them had been defective. It was noted that the health care professional did not tell the patient why 2 of the pumps were defective. It was noted that the one pumps clogged at the catheter site. The pump was used to infuse fentanyl and bupivacaine. Please refer to manufacturer report # 6000030-2012-00048, 3004209178-2012-02358, and 3007566237-2014-01809 for the other 3 cases of defective pumps.